Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
It was reported that the patient line burst. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to a lack of sample. A batch review was performed on lot number s10b27064 with no issues noted. This complaint was for a patient line "bursting". Root cause is undetermined.